Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-00849 addresses the sling system, while manufacturer report # 3005099803-2013-00850 addresses the repair kit.it was reported to boston scientific corporation that the patient was implanted with an advantage fit sling system and a pinnacle pelvic floor repair kit during a procedure on (B)(6), 2012.according to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.